Event description:
The health care provider (hcp) stated patient reported that her device has malfunctioned and hasn't worked for a while (almost 2 years ago). The hcp stated patient could not get device turned on or off. Troubleshooting/interventions already performed: the hcp stated patient met with manufacturer representative, and he could not get device turned on/off either but told the patient they are fine to go ahead with an MRI of the head. The hcp stated he spoke to manufacture representative and was told to call technical services to get guidelines. The hcp stated he was still not certain at this point that the stim was off. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.